Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced pain at the ipg pocket site. Surgical intervention was undertaken on (B)(6) 2016 and the ipg was relocated to the abdomen and the issue was resolved.